Event description:
Complainant is alleging while transporting a patient on the chair down a flight of stairs, the track collapsed and the chair had to be carried down the last few stairs. A medic is alleging a lumbar strain, but the patient sustained no injuries. No updated information has been provided.

Manufacturer narrative:
The chair was evaluated by an authorized field technician at the complainant's site a visual and functional evaluation was conducted and it was confirmed the gas shock on the track system was not functioning correctly. The chair was repaired and returned to service. The chair was in excess of 11 years old at the time of occurrence and the gas shock is a high use component which does need to be evaluated and replaced as necessary. The chair is designed to allow transport of a patient even if the tracks are not able to be utilized. The complainant advised they do not have a preventative maintenance plan with the manufacturer's authorized service company. Prior maintenance activities for the chair are unknown. The IFU for the product provides sufficient instruction on recommended inspections and maintenance of the device as well as contact information for service by an authorized service technician.

Event description:
Complainant is alleging while transporting a patient on the chair down a flight of stairs, the track collapsed and the chair had to be carried down the last few stairs. A medic is alleging a lumbar strain but the patient sustained no injuries no updated information has been provided.